Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any issues arise again.